Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 45 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was in emergency room as a result of high blood glucose. Customer was not using auto mode. Customer also reported blood glucose of 40 mg/dl and they treated it with food. Customer drank coffee to treat the blood glucose and went to 368 mg/dl. At hospital they treated it with sandwich and juice and then went to 300 mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).